Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4)

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported there were image artifacts. The philips field service engineer (fse) evaluated the system and determined that a crack existed in the compensator of the a-plane collimator and needed to be replaced. The fse replaced the a-plane collimator to resolve the issue. The philips fse confirmed there was no patient harm related to this event. The system is operational. This issue was determined not to be a reportable event.